Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated the adhesive separated from their leg, resulting in the cannula dislodging. As treatment a new pod was applied.